Event description:
Baxter tamper-evident oral tip caps have an inner white cap with an extension piece that inserts into the syringe tip, to prevent any liquid from leaking out. We have had multiple occurrences in the last couple of days in which the inserted piece breaks off when the white inner cap is removed, leaving this broken piece wedged in the tip. This prevents the medication in the syringe from being administered, and of greater concern, presents the possibility that if sufficient pressure is placed on the plunger, for the piece to potentially be forced out into the child's mouth and create a choking hazard. We just started using these caps here in october, so we don't have a long track record to tell us whether this is unusual or a design problem. FDA safety report ID # (B)(4).